Manufacturer narrative:
(B)(4). Batch # h9297m. Investigation summary: the handpiece was received with the nose cone cracked. It was connected to a generator, evaluated with a test instrument, and was found to be functional. There are still 47 uses remaining. The instrument was disassembled to inspect the internal components and there was evidence of moisture ingress. The handpiece has a number of seals to prevent fluids from entering the housing. "Evidence present¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal. This may be caused by a reduction of the compressive force on the distal seal, however, no definitive root cause could be drawn. It is probable that the ingress of moisture affected handpiece functionality, however, analysis was unable to determine the exact root cause that lead to crack in the handpiece nose cone. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that before an unknown procedure, the harmonic cable (B)(4) detected on generator that no uses were left , but once checked, it showed there were 44 uses left. It is unknown how procedure was completed. There were no patient consequences reported.